Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a skin irritation under the front therapy electrode pad. The patient's physician prescribed the patient an unknown salve for the irritation. After using the salve, the patient reported that the irritation improved.there were no allegations of a device malfunction contributing to the irritation.